Event description:
The instrument was used during a right bronchoscopy with possible lung resection. The surgeon fired the applier on lung tissue. There were multiple misfires with a couple having gross formations. The surgeon stated he had it approx. On a small amount of tissue. Some of the clips fell out of the jaws. A medium clip applier was then used with satisfactory results. There was no consequence to the pt.